Event description:
A hospital in massachusetts reported to our distributor that there was a part missing from the "y" piece adaptor of the rt210 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the manufacturer for inspection. Our monitoring and trending for this type of event shows a rate of occurrence of 0.0029% worldwide for the last year.